Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency vascular treatment procedure had not jet started, and the patient was moved to another room. The philipse remote service engineer (rse) connected with the customer and confirmed the reported issue. A philips field service engineer (fse) visited the site, checked the logfile and all the generator components. The fse tested the incoming voltage, all voltages were in specification. The fse identified that the converters were malfunctioning. The cause of the converters malfunctioning was due to planned hospital generator safety tests. The fse replaced the defective converters, and some other parts were replaced proactively due to possible damage. The fse performed all the necessary calibrations and tested the system. Analysis of the log file confirmed the issue. After replacing the converters and the proactively replaced parts, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer was unable to perform fluoroscopy. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.